Event description:
The customer reported to philips healthcare that the device was not switching on. The efficia dfm 100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.